Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was proceeding through the load sequence and did not finish the full process. The pump returned back to the change cartridge step. Tandem technical support assisted the customer through completing the load process. The customer's blood glucose (bg) level was 303 mg/dl and the customer indicated would give a bolus with the pump to address bg level.